Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. System related product: enveor-l, lot # 0008332014 .

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was pulled up before the paddle was completely disengaged and resulted in the valve dislodging up. Coronary occlusion was reported and the patient went into transient shock and developed ventricular fibrillation. Defibrillation and cardiopulmonary resuscitation (CPR) began and the dcs and valve were pulled up into the ascending aorta. The blood flow through the coronary artery resumed. The patient¿s blood pressure and pulse were restored. As the vital signs were stabilized, a second transcatheter bioprosthetic valve was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that due to the valve dislodgement, a cerebral infarction was reported. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.